Event description:
The hospital reported that they have a scope that has a cracked lens. Information was not provided regarding the date or case. There was no patient involvement.

Manufacturer narrative:
Investigation results: the initial visual inspection shows that the optic is compromised. The scope will be sent to scholly fiberoptics for further assessment.